Event description:
A guidewire was being advanced through the prowler-14 microcatheter. An obstruction was encountered within the microcatheter. The physician continued to push the guidewire against the resistance and the prowler catheter lumen separated. The distal portion of the catheter was within the guiding catheter and was removed with the guiding catheter. There were no complications or adverse effects to the pt.